Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. The device was cut open to enable further testing, and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 february 2025 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the patient presented for a scheduled follow-up on (B)(6) 2025. During the visit, it was noted that the implanted pacemaker, could not be interrogated using the programmer, with no response observed. At the time of assessment, the patient was on her intrinsic rhythm with a heart rate of approximately 40¿45 bpm. The patient reported mild fatigue but did not experience any serious symptoms. The pacemaker was explanted and replaced with new pacemaker. Patient was recovering.